Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s high blood glucose values was around 500 mg/dl to 600 mg/dl. Customer's other blood glucose value: 433 mg/dl, 387 mg/dl. The customer treated high blood glucose with insulin injection. Customer experienced vomiting as a symptoms of hyperglycemia. The customer declined troubleshooting for high blood glucose alarm. The insulin pump will not return for analysis.